Event description:
It was reported that the unit experienced an e-1 error. It was further reported that the unit wouldn't come out of standby.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.